Event description:
Per complaint (B)(4), when a dentist attempted to unscrew and remove an abutment for a newly placed implant, the implant came out in its entirety. The patient experienced bone loss and delayed healing. The patient is expected to be reimplanted.